Event description:
On at least 2 occasions pts did not receive ordered IV medication because the plunger of the syringe was not secure in syringe pump. The syringe pump does not have an alarm nor does it indicate, visually, that the syringe should be checked. Consequently the nurse was unable to determine that the pt was not receiving medication. Also the lcd read out on the pump is very difficult to read due to the gray face on the pump & black lcd readout. Pumps used in the picu & hanging on IV pales not sitting on counter tips; this adds to difficulty in reading of the pump (no counter space available). Rptr believes this pin visualization increases the chances of error.